Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The device was tested using the customer's mfc and passed shock testing, patient impedance calibration, and functional stress testing. The mfc and defib cable receptacle pins were inspected with no discrepancies observed. Review of the logs did not observe evidence of the reported problem caused by a device or accessory malfunction. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.